Event description:
Patient was being cardioverted. Possible spark from anterior electrode on patient's chest noted during cardioversion, noted by the physician and the crna in attendance. Also, a burning smell was reported at this time. The electrodes were removed and new ones were applied. The patient did not have any apparent burns on the chest.health professional's impression: defibrillator was checked by the biomedical engineering department and no abnormalities were identified. Per biomedical engineering, hair was noted on the actual electrodes which may have interfered with proper contact with the patient's skin.